Manufacturer narrative:
On sep 30 2021, additional information was received indicating the device was found to be a non-mentor product upon explantation. As a result, no further investigation will take place as this event is no longer MDR reportable.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bia-alcl, seroma aspiration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor saline implants was diagnosed with right-sided breast implant associated anaplastic large cell lymphoma ( bia-alcl). On (B)(6) 2021 the patient underwent a fine needle aspiration with cell block of the right peri-implant breast fluid. Flow interpretation findings reveal a population of immunophenotypically aberrant large cd30+ t lymphocytes consistent with breast implant associated anaplastic large cell lymphoma. Microscopic analysis defined the thinprep and cell block show large atypical lymphoid cells with irregular nuclei, nucleoli, and abundant cytoplasm. In the background, there are small mature lymphocytes and macrophages. In order to confirm the diagnosis, a limited panel of immunohistochemical stains is performed and shows the atypical cells to be cd2 positive, cd30 positive, and alk negative. These findings along with the flow cytometry support the final cytological interpretation and diagnosis of breast implant associated anaplastic large cell lymphoma. As a result, the patient¿s diagnosis of bia-alcl is pathologically confirmed. Consequently, the patient has been referred for explant of the breast implant and treatment. At this time, a date of explant has not been scheduled. Furthermore, follow ups are currently in progress to obtain more details about the device involved and the patient¿s breast implant history. As of (B)(6) 2021, the patient is alive. Late onset seroma and bia-alcl are known potential complications that may be associated with the use of the mentor breast implants and are listed in the instructions for use (IFU) as such. With the information provided, a true classification of the bia-alcl diagnosis can be pathologically confirmed.